Event description:
Hosp personnel were attending to a pt in a code situation. It was reported that on three attempts at counter shocking the pt, the device allegedly would not discharge. A back up device was obtained and treatment to the pt continued. The pt was not resuscitated.